Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving unknown morphine drug (25.0 mg/ml at 1.201 mg) via an implantable pump for unknown indications for use. It was reported that the patient had a very hard fall on (B)(6) 2026 and landed on their pump. This caused the pump to alarm as the pump stalled. The pump was interrogated on (B)(6) 2026 and was restarted. The pump stalled again on (B)(6) 2026. The pump was explanted and replaced on (B)(6) 2026. The issue was resolved after pump replacement.